Event description:
Center reported that 3 hrs into the hemodialysis treatment while eating a cracker, the choked, gasped and hunched over in the chair. A cardiac monitor showed ventricular fibrillation and pt arrested. The md was present in the unit at the time of the incident and pronounced the pt dead in the unit. No device alarms noted at or prior to the incident. Cause of death was reported as: cardiac arrest. Per dir of nursing, the pt was using a 0 k+ concentrate at the time of the incident.